Event description:
It was reported that the patient fell down when riding a tram due to heavy braking. The patient was standing when the brakes were applied. After the patient fell, the system controller was damaged and alarms were activated. A day after, the patient went to the clinic and the controller and modular cable were replaced. The log files showed routine events until 23apr2026 at 1437 when it showed low flow, no external power, and pump off for around 6 seconds and then resumed operation as normal for the remainder of the log file.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.